Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about fluid leakage. According to the customer's report, when connecting this product to the IV line, the fluid leaked. The infusion line was replaced by a new one but leakage occurred again."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photos submitted for evaluation. Bd received one catheter adapter assembly and six photos. Upon inspection of the catheter adapter assembly and photos, it was found that the outer thread at the end of the luer adapter was smashed and the inside of the adapter was also damaged. This type of damage to the adapter would most likely prevent a successful connection which would lead to leakage. Leakage was observed during the water/ air leak test, confirming the reported defect. Based on the appearance of the damage, the defect most likely occurred due to misalignment during manufacturing. Preventative maintenance and sampling is performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown. CAPA 1393887 has been initiated to address this type adapter damage, which is currently in the open state. It is not known if this unit was manufactured prior to the initiation of this CAPA as a lot number is not available. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about fluid leakage. According to the customer's report, when connecting this product to the IV line, the fluid leaked. The infusion line was replaced by a new one but leakage occurred again."